Event description:
It was reported there was a shocking or jolting sensation. Since the patient¿s last reprogramming session they had been experiencing a jolting sensation down both legs. The patient will reposition and the shocking will subside. The representative said the electrode combination was changed and it was possible there was an "out of range electrode." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was experiencing a normal increase in stimulation relative to their posture. It was noted the ¿jolt¿ the patient described was in their normal area of parasthesia and it only happened as a result of positioning herself in a slight recline without using their patient programmer to adjust the intensity.

Manufacturer narrative:
(B)(4).